Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed, the implant had lost osseointegration in type ii bone clinician reports this was an immediate implant and noted insufficient bone quantity. The site was grafted with collaplug. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed, the implant had lost osseointegration in type ii bone clinician reports this was an immediate implant and noted insufficient bone quantity. The site was grafted with collaplug. The product will be forwarded to the manufacturer for investigation. There were no reported complications.